Manufacturer narrative:
MFR site evaluation: waiting for product return.

Event description:
Country of complaint: (B)(6). Primary surgery: (B)(6) 2014 without any abnormalities. The set screws were locked with the torque wrench accordingly. The pt had pain after three months. During the first check up it was visible that the cage lwk 5/s1 was displaced in direction of the spinal card. Result of mrt: loosening set screw we s1. Complete removal of s4 fixateur, change to brehm synthes cage. Surgeon has the impression, that the stability of s4 is insufficient.